Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event with a reading of 53 and treated it with oral glucose in the form of orange juice; pre-event records indicated no food intake for up to six hours, and a device-related issue could not be specified due to insufficient information. Symptoms included hypoglycemia and drowsiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.